Manufacturer narrative:
H4 - manufacturing date: the manufacturing site reported that the manufacturing date for the device is 04/15/2010.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event- unknown/not provided. (B)(6). Field service specialist (fse) visited the account and confirmed issue. He replaced joystick assembly and found system is working fine. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that intralase system gantry had unintended movement in the downward direction. There was no patient involvement during the event.